Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 19893324.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a procedure wherein a cervical lead was added, and the lumbar lead was replaced. The patient was doing well postoperatively. The explanted device will not be returned per hospital policy.